Manufacturer narrative:
A patient experienced wound dehiscence at ipg pocket site was reported to abbott. Attempts to drain the hematoma and restitch were unsuccessful. It was determined the patient was hospitalized, treated with intravenous antibiotics, and underwent surgical debridement. The issue was resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced wound dehiscence at ipg pocket site. Attempts to drain the hematoma and restitch were unsuccessful. As a result, patient was hospitalized, treated with intravenous antibiotics, and underwent surgical debridement on (B)(6) 2024. The issue was resolved.

Manufacturer narrative:
Date of event is estimated.